Event description:
It was reported that: bleeding, hematoma on surface, extravasation after ballooning, covered stent placed. Additional information: during a tavr procedure micro puncture and ultrasound were utilized to gain a high access in the right common femoral artery. Vessel size was 7.5mm with moderate posterior calcification and no reported tortuosity. Measured depth for the manta was 4.5+1=5.5cm and there were no issue advancing or withdrawing procedural sheaths. Blood pressure was 150/58mmhg and act was 355 prior to closure. 100mg of protamine and an unknown dose of heparin was given intravenously during the procedure. Post manta deployment there was a hematoma formation with moderate bleeding. Pressure was applied, followed by ballooning and covered stent. The patient was reported as fine post procedure.

Manufacturer narrative:
(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: bleeding, hematoma on surface, extravasation after ballooning, covered stent placed. Additional information: during a tavr procedure micro puncture and ultrasound were utilized to gain a high access in the right common femoral artery. Vessel size was 7.5mm with moderate posterior calcification and no reported tortuosity. Measured depth for the manta was 4.5+1=5.5cm and there were no issue advancing or withdrawing procedural sheaths. Blood pressure was 150/58mmhg and act was 355 prior to closure. 100mg of protamine and an unknown dose of heparin was given intravenously during the procedure. Post manta deployment there was a hematoma formation with moderate bleeding. Pressure was applied, followed by ballooning and covered stent. The patient was reported as fine post procedure.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. Angiograms were submitted and indicated a hematoma at the manta access site, balloon inflation was applied, and a covered stent was placed. The device lot history record indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was deployed for closure in the right common femoral artery. Micro puncture and ultrasound were utilized to gain higher-positioned access. Arteriotomy was greater than 7.5mm, with moderate posterior calcification, posterior wall calcification, and bilateral tortuosity in the iliac, with a depth measurement of 4.5cm + 1cm. Before closure, the patient activated clotting time (act) noted as 355, and protamine was administered. No issues were encountered advancing or withdrawing the procedural sheaths. Following deployment, a post-angiogram indicated a hematoma forming with moderate bleeding. The pressure was immediately applied, balloon inflation was applied to the tamponade, and a covered stent was deployed to address the bleed. The patient outcome post-procedure was fine. Complications leading to bleeding, hematoma possibly requiring surgical repair, and/or endovascular intervention (covered stent) are listed in the IFU as possible adverse events related to vascular closure devices. The root cause of the extended haemostasis requiring a covered stent is likely due to the higher positioned access site which could have caused the manta implant to not catch on the vessel wall properly during deployment causing an ineffective seal at the access site. The manta instructions for use warns not to use manta if there is marked femoral or iliac artery tortuosity. Procedure preparations state to confirm via femoral arteriogram: no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to late arterial bleeding. The IFU precautions to assess the situation if bleeding from the femoral access site persists after the use of the manta device. Manual or mechanical compression, apply balloon pressure, place a covered stent, and/or surgical repair to obtain haemostasis are to be used based on the amount of bleeding.